Event description:
The customer stated that the needle was very flimsy and would bend, not allowing them to close the safety properly. This resulted in 3 female nurses getting needle sticked. These nurses were trying to administer vaccines. All 3 employees are fine and there were no severe injuries. No follow up or medical treatment was required.